Event description:
It was reported that the tubing of a clearlink continu-flo solution set was severed into two pieces. This was observed before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection confirmed that the tubing was cut at two points on the tubing. The manufacturing processes were reviewed, and there were no abnormalities observed related to the manufacturing processes. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been returned to baxter and is available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.